Manufacturer narrative:
(B)(6).

Event description:
The customer reported that getting error o2 device failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. The field service engineer (fse) replaced the faulty gas delivery system (gds) assembly to address the reported issue.